Event description:
It was reported that during a lap cholecystectomy, the jaw of the device would not open when he fired the five clips. He used grasper to manage tissue to pull the instrument out and changed to another device. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.